Manufacturer narrative:
Concomitants: ((B)(6)) 204-62-89 - tibial augment block 1/2-sz 2 11mm llrm. ((B)(6)) 204-62-88 - tibial augment block 1/2-sz 2 11mm rllm. ((B)(6)) 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t. ((B)(6)) 204-36-12 - stem extension w/slot 120l x16 mm. ((B)(6)) 208-01-02 - cc femoral sz 2. ((B)(6)) 208-09-05 - cc stem ext adaptor 5 degree. ((B)(6)) 204-36-08 - stem extension 80l x16 mm. The product associated with the reported event is within the scope of recall z-0019-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (mdl no. 3044) (B)(4), rk rev 2 is associated with this case. It was reported via legal documentation that approximately 6 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, significant pain and discomfort, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage, bone loss, mental and emotional distress. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available. The serial number 1522153 is confirmed to be a part of recall number: z-0019-2022.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect and investigation clinical codes.